Manufacturer narrative:
Per communications from the product support engineer (pse), as well as, review of logs/configuration files, the patient had an asystole event that began at 00:42 on (B)(6) 2018 (this ended the previous vtach alarm generated at 23:43) and the asystole was not silenced until 07:49 on (B)(6) 2018 which finally ended the visually latched asystole event. No other alarms would have been called during this time based on the split latching configuration (audible off, visual on) of the monitor. No device malfunction occurred. This was a user alarm configuration issue. The device remains in use at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm was not provided at the central station for bed ch2035 on (B)(6) 2018 around 03:52. The customer indicated that a modification in the patient medication was required and an extension of hospital stay.